Event description:
The pt was implanted with a left ventricular assist device. The manufacturer received user facility report (B)(4) from the (B)(6) registry indicating that the pt's lvad was "fully thrombosed and alarming constantly". The lvad was disconnected from the system controller. Additional information was received by the manufacturer 13 days later stating that per the vad coordinator, the pt was being weaned off lvad support when the pump clotted. The percutaneous lead was cut and removed. The pump was then explanted due to a suspected pump pocket infection. The pt was then discharged home and doing well.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached user facility report (B)(4) was received from the (B)(6) registry.